Event description:
It was reported before using the bd vacutainer® sst¿ blood collection tube there was a missing tube label on one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A total of 30 retained samples were visually inspected for missing labels, and none of the samples failed. A review of the device history record indicated a quality notification was raised for this issue. However, product was dispositioned according to procedure and lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode missing label. Bd determined that the root cause of the indicated failure mode was attributed to a pinch roller being left open, causing labels not to properly peel off. To correct the issue the pinch roller was closed, and the vision system was adjusted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® sst¿ blood collection tube there was a missing tube label on one device. No adverse impact was reported regarding the patient or user.